Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was completed for lot 918685h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a report of leakage from the filter of a plum set. The customer stated that the medication involved was normal saline for priming followed by a taxol infusion. The leak occurred more than one hour into the infusion.